Manufacturer narrative:
Follow-up # 1 date of submission 08/24/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 8/02/2016 with the following findings: a review of the pump¿s black box showed one unexpected pump reboot. During investigation, a visual inspection of the pump showed no damage to the battery compartment and battery cap. A test battery cap was able to fit securely to the pump with no power loss or pump reboots. The pump powered on with auditory and vibration to a hard cs006 eeprom write failure alarm that would not clear. Further testing was not able to be performed due to the recurring alarm issue. The pump was opened and moisture corrosion was found to the printed circuit board on the read only programmable memory component (eeprom). The complaint of a power issue was unable to be adequately investigated due to unrelated pump failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.